Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 453 mg/dl. High blood glucose was treated by changing set and using pump. The customer declined troubleshoot for high blood glucose due to cannula bent. The customer's current blood glucose was 279 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The insulin pump will not be returned for analysis.